Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite does not feel right. Specifically on the left side of their mouth. Their bottom teeth still seem like they are not straight, and they are hitting their top teeth in an uncomfortable way. This is a contraindicated patient.